Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Unit was monitored for 2 days. No unexpected low battery alarm or unexpected off no power alarm noted. Unit uploaded properly using carelink. Unit had a slightly corroded battery tube, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that motor in pump was slower during rewind. The customer¿s current blood glucose level was unknown. The customer stated that the insulin pump had couple of no delivery alarms. The insulin pump will not be returned for analysis.